Event description:
The pt was having a bipolar hemiarthroplasty of the right hip to repair a fractured femur.the bone cement plug was inserted into the femoral canal. The canal was irrigated with normal saline. The cement was vacuum mixed and pressurized into the femoral canal. The femoral component was inserted and the cement hardened. During the end of the opeartion, during the close of the wound the pt had hypotension. The pt responded to ephedrine initially then became hypotensive again, was treated with dopamine, neosynephrine, atropine and hydrocortisone. The pt then had cardiac arrest. She was resuscitated again. Her condition deteriorated and in accordance with advance directive, she was not resuscitated again and she expired on 12/26/98.